Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's right arm "started going bananas" on monday. The patient has been "having a terrible time" because of this issue. They checked the implantable neurostimulator (ins) on the patient's left side and saw a 'contact clinician' message on the patient programmer (pp). They replaced the batteries in the pp, but continued to see the 'contact clinician' message. They called the patient's neurologist and were advised to call patient services for assistance. During the call, they checked the patient's left side ins and saw the end of service (eos) screen. The meaning of eos was reviewed and that therapy has stopped. They confirmed understanding. Then they checked the patient's right side ins and stated that the therapy is off and the ins battery level is ok. The patient turned the therapy back on during the call. They stated that the patient is not having any symptoms on the left side of their body. They were redirected to the patient's managing healthcare provider to further address the issue.